Manufacturer narrative:
The manufacturer previously reported an initial only report for a ventilator with a blank lcd screen using the awareness date of 10/17/2019. The correct date of event and date of report for this issue is (B)(6) 2019.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was blank. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.